Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 1. What was the product code for the reload and the stapler used? Reload - ecr45b (lot number unknown), stapler ¿ ple45a. 2. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? The surgeons had already fired the stapler 2/3 times, it was the 3rd/4th time he reloaded the stapler that the device mal functioned. After removing the faulty reload, he was able to continue using the same stapler and fired it successfully another 6 times. 3. Was buttressing material utilized? If so, which product? No buttressing material was used. 4. Was the instrument fired across or near an existing staple line or clip? No, the surgeon said there was no foreign material that could have caused the problem. 5. Were any unexpected noises heard? If so, when? There was a ¿groaning¿ when the knife blade was about a third of the way through the cut. 6. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not that was noted.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row partially fired 1/2 and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was noted to be detached at left distal end. No further functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was an issue with the reload. Fired stapler but the staple line did not form. The device was reloaded with same like product and it worked. There were no adverse consequences for the patient reported. One reload was discarded.